Event description:
It was reported that noise was observed on the egm. High threshold was noted. The pocket was opened and values were acceptable once the lead was reconnected to the device. The lead remains implanted.

Manufacturer narrative:
Na